Manufacturer narrative:
Reported complaint of failure to capture was not confirmed. The device voltage was at normal range of operation upon receipt. Analysis of device image was performed, and no anomalies were noted. Further analysis of the device¿s electrical features was performed and found to be normal. Longevity assessment was performed, and device was found to have normal battery depletion based on usage.

Event description:
It was reported that the patient remotely via merlin.net. Upon review of remote transmission, it was noted that the implantable cardioverter defibrillator (ICD) exhibited intermittent capture. No resolution was performed. The patient condition was stable.

Event description:
New information received notes that the device was explanted on (B)(6) 2025 and replaced. No adverse patient consequences were reported.